Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during the routine check the cardiosave intra-aortic balloon pump (iabp) displayed autofill alarm and then entered standby mode unexpectedly. No patient involved and no harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse concluded that no repair was necessary, the customer was using two old training/demo balloons that had leaks/holes in them. Fse balloon pumped with no issues, when fse tried customers balloons, they failed with alarms.